Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after inserting the introducer sheath, air was drawn endlessly from the sheath during air removal and flushing. Although improvement is often achieved by drawing air while holding the stopcock, no improvement was seen despite the attempt, and a considerable amount of air was aspirated. The introducer was removed and another one was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full introducer was returned and analyzed. The introducer passed visual inspection. But failed the flush test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full introducer was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.